Manufacturer narrative:
It was reported the electrical cord emitted a spark. The user immediately discarded the unit, then decided to contact us the next day to demand replacement. As a customer courtesy, we offered replacement at a discounted price, although the customer could provide no evidence to corroborate her claim of product ownership or product malfunction.

Event description:
It was reported the electrical cord emitted a spark.